Manufacturer narrative:
Investigation: the patient was a 62-year-old male. On (B)(6) 2024, a patient's positive blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported n/a (antimicrobial resistance genes only). The biofire bcid2 panel was positive for vana/b but negative for e. Faecalis, resulting in a n/a (antimicrobial resistance genes only) result. Note that the biofire bcid2 panel will only report a detected result for the antimicrobial gene if the organism associated with the antimicrobial gene is also positive. On (B)(6) 2024, gram-positive cocci in chains were observed on gram stain. On the same day, a biofire bcid2 panel was repeated. The biofire bcid2 panel reported e. Faecalis and vana/b as detected. The customer stated that the pharmacy was also updated with this result. On (B)(6) 2024, e. Faecalis and staphylococcus epidermidis were recovered from culture. On (B)(6) 2024, susceptibility testing confirmed resistance to vancomycin. The customer reported that due to the biofire bcid2 panel result, antibiotic treatment for the patient was delayed. It is unknown if the patient was impacted due to this delay. The patient's diagnosis was "aki (acute kidney injury) hypernatremia sepsis, due to unspecified organism, urinary tract infection associated with, seizure like activity, septic shock, hypernatremia, shortness of breath, altered mental status." No serious injury or death was reported. Quality control (qc) records for biofire bcid2 panel pouch lot# 31w423 (kit lot# 2503423) were reviewed. This pouch lot passed qc criteria and was found within specifications. The film array instrument (serial number (B)(6) was working within designed specifications. Conclusion: the investigation concluded that the most likely cause for the false negative e. Faecalis result on the biofire bcid2 panel was a pouch anomaly. Biofire is continuously monitoring the manufacturing process and has controls in place to ensure the product is manufactured to the highest quality. Each biofire reagent lot is qualified prior to product release; this qualification includes a high statistical-confidence sampling to confirm that the kit components released for customer use are conforming. All qc metrics for the pouch lot and instrument were met, and they passed qc. Review of the associated instrument showed the instrument was performing within specification and was not expected to have contributed to the discrepancies observed by the customer. Overall, e. Faecalis assay for the biofire bcid2 panel has a false negative rate of (B)(4) in the field over the last year. These rates are within biofire system specifications. According to table 27. Biofire bcid2 panel clinical performance summary, enterococcus spp. Of the biofire bcid2 panel instructions for use (IFU) (www.online-IFU.com/iti0048), the performance claim for e. Faecalis compared to standard manual and automated microbiological/biochemical identification methods showed an overall sensitivity of 95.3% (95% ci 84.5-98.7%) and an overall specificity of 99.9% (95% ci 99.6-100%). Archived testing was not performed for e. Faecalis or e. Faecium. E. Faecalis was detected in both false negative specimens using an additional molecular method. The single false positive specimen was negative for e. Faecalis when tested with additional molecular methods.

Event description:
Summary: (B)(6) hospital reported a potential false negative enterococcus faecalis and vana/b result on the biofire blood culture identification 2 (bcid2) panel after testing a patient's blood culture sample. Due to the biofire bcid2 panel result, antibiotic treatment for the patient was delayed. It is unknown if the patient was impacted due to this delay. No serious injury or death was reported. The investigation concluded that the most likely cause for the false negative e. Faecalis and vana/b result was a pouch anomaly.